Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was a potential incident of increased intraperitoneal volume. The patient remained asymptomatic: drain 0: 40 ml fill 1: 1999 ml drain 1: 87 ml fill 2: 1999 ml drain 2: 1999 ml fill 3: 1999 ml drain 3: 2180 ml fill 4: 537 ml the reported drain volume of 87 ml was 4% of the fill volume and was less than 70% of the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill. Additional information was being requested to confirm accuracy of the reported treatment history.

Manufacturer narrative:
Plant investigation: an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. An as-received simulated treatment was performed and completed without failures. The valve actuation test and system air leak test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was a potential incident of increased intraperitoneal volume. The patient remained asymptomatic: drain 0: 40ml fill 1: 1999ml drain 1: 87ml fill 2: 1999ml drain 2: 1999ml fill 3: 1999ml drain 3: 2180ml fill 4: 537ml the reported drain volume of 87ml was 4% of the fill volume and was less than 70% of the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill. Additional information was being requested to confirm accuracy of the reported treatment history.